Event description:
The facility reported a fail code 538. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although attempts were made by baxter, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 538 was confirmed.